Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported the patient experienced hypotension. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device & delivery system and watchman access system were used. No recaptures were required and the closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. The next day, the patient experienced hypotension. Medication was given or their regimen adjusted and the event was resolved the same day.